Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a pericardial effusion that required intervention. It was reported on (B)(6) 2022, a patient presented with grade 3 functional mitral regurgitation (mr). After positioning the xtw clip above the valve, a pericardial effusion was observed. Why the pericardial effusion occurred is unclear. Due to poor echo imaging, the xtw may have contributed to the pericardial effusion. There was no device malfunction and the patient was stable. A pericardial patch was used as treatment. The procedure was completed successfully and the mr was reduced to <1. Hospitalization was prolonged, but the patient was stable. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported pericardial effusion appears to be due to procedural conditions. A cause for the reported poor imaging could not be determined. Additionally, pericardial effusion is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.